Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and reported complaint was neither replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Energy was delivered without any issues on in-house system. The instrument was retested and passed all in-house testing on all attempts. The instrument was fully functional. Visual inspection was performed and there was no damage found. There was no problem detected. No product issue was identified. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, when the monopolar curved scissors (mcs) were being activated, the electricity was arcing directly to the patient's abdomen causing it to twitch when used. The mcs was exchanged out for a backup mcs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument and accessory was inspected prior to use and no damage or anything out of the ordinary was seen. No damage to the instrument or accessory was noted after the arcing event. The cannula was inspected prior to use. A pin gauge was not used to inspect the cannula. The arcing appeared to originate and occur in the patient's abdomen. The arcing grounded to the patient's abdomen. A grounding pad was in use, and it was placed on the patient's thigh. The grounding pad did not appear to have any issues or defects. It was unknown where the energy leaked or arced from on the monopolar curved scissors (mcs) instrument. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. The mcs tip cover accessory was not installed beyond the orange surface. No part of the orange surface was visible after the mcs tip cover accessory was installed. The customer confirmed that they used the installation tool and did not apply any electrolube or any other lubricant to the mcs instrument prior to the tip cover installation. There was no damage noted to the tip cover. The surgeon was dissecting tissue when the arcing event occurred. The surgeon was using monopolar coagulation when the arcing event occurred. The customer confirmed that the instrument was connected properly, and they were using the erbe. The customer set cut and coag on the erbe to 3. The instrument arced during its first use. The customer was also using a vessel sealer and cardiere forceps when the arcing event occurred. The instrument tips did not collide with any other instrument or tool during the procedure. The customer reported that arcing event occurred when the instrument tips were in contact with tissue. The instrument tips did not touch any staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. There was no injury to the patient. There were no intra-operative complications, and the patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event. No images were available.